Event description:
It was reported that this right ventricular rv lead exhibited high, out of range shock lead impedance measurements. The most recent recorded value is 129ohms. It was noted that all other lead measurements are stable, and that the battery status of the related cardioverter defibrillator is ok. This lead currently remains implanted and in service. No adverse patient effects were reported.